Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include low blood pressure as well as headaches and itching at the pod infusion site (abdomen). The patient reports administering a correction bolus 5 times. Once at the hospital the patient was treated with intravenous fluids as well as insulin, the patient was advised to apply a new pod. The patient was released from the hospital after 3 days.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.